Event description:
On (B)(6) 2010, patient reported in the last month to 2 months the up and down buttons are not responding intermittently. Patient reported he discovered the issue while programming boluses and reviewing information. Patient stated when the buttons are pressed they pop back up. Patient reported the buttons do not give the beeps or vibrations. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.